Event description:
Additional information was received that on 25jul2023 the patient experienced an abrupt drop in flow to less than 2.5 liters per minute (lpm). On the afternoon of (B)(6) 2023, the hospital applied a stent to an area of suspected extrinsic outflow graft obstruction (eogo). Log files from 26jul2023 showed a stable flow around 5.5 lpm. The patient was stable. The outflow graft was stented again on (B)(6) 2023. According to the perfusion department it was a scheduled procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the computed tomography (CT) images provided by the customer confirmed extrinsic outflow graft obstruction (eogo). A specific cause for the unknown sound and a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) cannot be conclusively determined. Log files were submitted which captured the device operating as expected with flow in the 5 liters per minute (lpm) range. The CT images were also submitted which showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. The extent to which the outflow graft was obstructed could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". Section 1 of the IFU and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of a rattle/unknown sound that was suspected to originate from inside the body. They also experienced fatigue. A computed tomography angiograph (cta) was performed that revealed some sort of debris in the outflow graft. The hospital wanted to admit the patient, but they declined and went on holiday first. Log files did not show any unexpected behavior.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.